Manufacturer narrative:
The product was returned with a different sequence number (B)(4) than was reported and noted on the initial report. The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospital visit was found.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospital visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported his blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). He was not feeling well and ended up at the diabetes education center where they treated him with a manual injection of a rapid acting insulin. He stayed at the center for 2 hours before returning home. (B)(6). The pod was deactivated.